Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the ss event date of 19-dec-2024 and customer's event date of 18-dec-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 19-dec-2024 and customer's event date of 18-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date of 19-dec-2024 and customer's event date of 18-dec-2024 in the formatted history file. Sensorerroralert (801) was found on: (B)(6) 2024 22:00:23.000, (B)(6) 2024 12:00:24.000, (B)(6) 2024 18:19:24.000, (B)(6) 2024 22:04:24.000. Lostsensor1alert (780) was found on: (B)(6) 2024 22:39:00.000, (B)(6) 2024 22:49:00.000, (B)(6) 2024 08:47:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 23:10:00.000, (B)(6) 2024 23:20:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was not working properly, hyperglycemia and hypoglycemia. The customer reported blood glucose value of 63 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-7040a, mmt-1884, mmt-431ah. Troubleshooting was performed and confirmed customer received the reported issue pump was not working properly, high blood glucose and low blood glucose. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Later customer declined to test pump. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for mmt-342. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ah.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.